Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies and infusion site multiple times to address the alarms. Customer blood glucose ranged from 180-400 mg/dl. Root cause could not be determined as customer resolved the issue prior to contacting tandem technical support.